Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemorrhoid ligation procedure in the anorectal canal, performed on (B)(6) 2025. During the procedure, the rope at the front end of the seventh band was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemorrhoid ligation procedure in the anorectal canal, performed on (B)(6), 2025. During the procedure, the rope at the front end of the seven band was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the suture was not broken and the trip wire was secured into the handle slot. The trip wire loop was broken and the ligator housing returned with two bands attached. The entire length of the suture was inspected, and it was not broken. The trip wire was inspected, and it was seen that the loop was not returned, however, this was not the part reported to have broken off. This could have happened if the trip wire was pulled from this end with too much force or if the trip wire was damaged during the device transportation; however, it's not possible to determine how the trip wire was broken. The reported event of suture break was not confirmed. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.